Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device. The patient was connected at the time of the alarm. This occurred during an unspecified phase of peritoneal dialysis therapy. There was no report of anything unusual that would have caused or contributed to the alarm. It is unknown how the patient would complete. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.